Event description:
It was reported that there was overinfusion while using as lvp 20d 3ss cv bv. The following information was provided by the initial reporter: ivig bag under filled by about 27ml. Med had a labeled volume of 70ml, vtbi was calculated as 70ml - 26ml (tubing primed with drug) + 30ml (ns flush) = 104ml. Bag empty and blue ball hit bottom of chamber with a remaining vtbi of 57ml on the pump, meaning there was 27ml overfill. Rate was 28.4ml/h at this time, so the infusion ended almost one hour earlier than expected.

Manufacturer narrative:
The following fields were updated due to corrected information: d.9. Device available for eval?: no. D.9. Returned to manufacturer on: na. H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the "blue ball tubing" is "sucking air" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that there was overinfusion while using as lvp 20d 3ss cv bv. The following information was provided by the initial reporter: ivig bag under filled by about 27ml. Med had a labeled volume of 70ml, vtbi was calculated as 70ml - 26ml (tubing primed with drug) + 30ml (ns flush) = 104ml. Bag empty and blue ball hit bottom of chamber with a remaining vtbi of 57ml on the pump, meaning there was 27ml overfill. Rate was 28.4ml/h at this time, so the infusion ended almost one hour earlier than expected.